Manufacturer narrative:
The monopolar curved scissors instrument has not been returned to isi for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. Isi has made several attempts to contact the site concerning the reported event; however, no additional information has been provided. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received.

Event description:
On (B)(4) 2013, intuitive surgical received uf/importer report number (B)(4) from the FDA concerning a patient injury that occurred during a da vinci si myomectomy procedure. The event details are provided below: large fibroid removed from uterus - fibroid being held with da vinci tenaculum. Monopolar curved scissors used to cut fibroid in half. Tenaculum and scissor never touched and kept good distance apart while cutting. Having trouble getting scissor to work and burn noted to peritoneum. No damage to bowel or bladder - no other procedure needed. During time monopolar scissor appeared to be not working it apparently arced and energy transferred to tenaculum. Tenaculum near the joint of the instrument is what caused the burn on the peritoneum. No one saw it arc - it was assumed by staff and doctor that it arced. Possibly from dissecting adhesions. No visible damage or imperfections noted. Insulation intact.